Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was a 90% stenosed lesion that was located in a highly calcified and mildly tortuous portion of the proximal right coronary artery (prox rca). The procedure was completed with a different device. No pt injuries or complications were reported. However the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the struts were raised. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approximately 1.35mm. Visual examination of the hypotube revealed kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.